Event description:
It was reported that the ins was depleted within 10 months. The device was replaced. No negative outcome to the pt was reported. No pt symptoms were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.